Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that their vela ventilator is alarming vent inop. The customer claimed that the problem is the main pcb. There is no patient involvement associated with this event.